Event description:
It was reported that the peripheral intravenous line was attempted in the left ac and, when the catheter was pulled out, the tip was found to be sheared off. Per reporter, an x-ray was done, and the portion of the device was seen on the x-ray.

Manufacturer narrative:
No product nor photographs have been provided; therefore, no failure investigation could be performed on the product. The device history review shows no anomalies noted; all the samples passed testing, confirming compliance of the product with the specifications. A review of the complaints database has been performed, and no other complaint was found on the lot involved. Based on the evidence currently available, the investigation could not determine whether a quality related issue has resulted in the customer reported problem.